Event description:
It was reported that the ventilator generated technical error codes indicating error in the internal memory and a membrane button error. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator software was reinstalled and the ventilator then passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs confirms the reported technical error codes. The root cause of the reported technical error codes has not been determined.

Event description:
Manufacturer's ref #: (B)(4).